Manufacturer narrative:
Zoll has not received the autopulse platform for investigation. A follow-up report will be submitted when the product is returned and the investigation has been completed.

Event description:
During shift check, the autopulse platform displayed "system error, out of service, revert to manual CPR" error message. No patient involvement.

Manufacturer narrative:
The reported complaint of "the autopulse platform (sn (B)(4) displayed "system error, out of service, revert to manual CPR" error message" was confirmed during the functional testing and based on the archive data review. The root cause for the reported complaint was due to the drive train motor brake gap being out of specification as a result of wear and tear of the autopulse platform. The autopulse platform is a reusable device and was manufactured in 2011 and is 8 years old, passed the expected service life of five years. Upon visual inspection, no physical damage was observed. Noticed sticky shaft, which is unrelated to the reported complaint. The probable cause for the sticky shaft could be due to normal wear and tear of the platform. The clutch plate needs to be deburred to address the sticky shaft problem. The autopulse platform failed functional testing due to "system error, out of service, revert to manual CPR" error message displayed upon powering on. The archive data review showed occurrence of system error user advisory (ua) 139 (unable to hold compression position) error message on the reported complaint date. Further review of the archive data showed occurrence of ua17 (max motor on time exceeded during active operation) and ua18 (max take-up revolutions exceeded) error message on and around the reported complaint date. Ua17 and ua18 error messages are not related to the reported complaint. User advisory is a clearable error message, ua17 error message alerts the user that the drive train motor did not reach the target depth within specification when used on a medium/large size stiff patient or the lifeband is twisted. The recommended actions to take for this type of user advisory are: pull up the lifeband completely, ensure that the patient and the lifeband are properly aligned, and press restart. Ua18 is an indication that the autopulse has detected that either the patient's chest is too small while sizing the patient (take-up) or that there is no patient on the platform. The recommended actions to take for this type of user advisory are: pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. If the user advisory does not clear, the patient may be too small. The drive train motor brake gap was adjusted with in the specification to remedy the system error. After clearing the system error, the autopulse platform performed compressions without any fault or error. Upon customer approval, the autopulse platform will be further tested to full specification. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform with sn (B)(4).